Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -11.5/+1.5/072 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced low vaulting. On (B)(6) 2022 the lens was explanted and later on the same date replaced with a longer length lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).